Manufacturer narrative:
Technician replaced the brake steer caster and the brakes functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of the events for reportability.

Event description:
Technician found that the brakes would engage, but the brake steer caster did not hold.